Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a follow-up CT scan revealed a possible type ib endoleak from the left limb. The physician implanted an endurant iliac limb into the left common iliac and ballooned it. The post angiogram revealed that the endoleak was successfully resolved. The physician stated the cause of the event is anatomy related; aortic remodeling, short iliac anatomy and possibly undersized stent graft used in the original procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Internal film review: review of two still angio images during the secondary revealed that the patient had an endurant stent graft system implanted. The bifurcate was positioned with the top of the graft fabric just below the left renal artery. The bifurcate main body to the suprarenal aorta was angulated ~ 60 deg l-r. The contra gate opened on the left side. The contra limb was implanted into the contra gate with 3+ cm overlap. The contra limb was extended with another limb into the left common iliac artery. The ipsi limb of the bifurcate was extended with another limb into the right common iliac artery. The distal ipsi limb landed just above the right internal iliac artery. There appeared to be short distal seal in the left common iliac artery. The distal edge of the contra limb extension appears to have landed near the origin of the left common iliac artery. The left common iliac artery appeared to be severely tortuous. No calibrated catheter was visible in the images provided, so no exact measurement can be obtained. Contrast injection with the injector placed above the suprarenal stent showed contrast feeding the entire aneurysm sac. The exact source of contrast could not be conclusively determined from the still images provided. The contra limb was then seen extended with another limb distally. The distal edge of the limb extension landed to just above the left internal iliac artery. Contrast injection after implant of the additional contra limb showed no obvious contrast feeding the aneurysm sac. The endoleak appear to have resolved. No other obvious stent graft issues were observed. If information is provided in the future, a supplemental report will be issued.